Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified striated broken on radius, wear abrasion and missing shell. Based on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii/IV and rupture. Device has been explanted.